Event description:
This device was returned without oos documentation. Per obit-finder, this patient expired on (B)(6) 2012. The following physician's office would not return phone calls regarding this patient's death. There are no known complaints associated with the functionality of this device. (B)(6) 2013 - based on the analysis, this event is being reported to the FDA.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated multiple signs of abrasion and a rubbed through insulation at the distal part of the lead. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and a nearby lead. Further inspection observed cuttings in the insulation as well as a partly separated ring electrode. Moreover the analysis demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by over rotation of the inner coil without a completely inserted stylet. These damages occurred most likely during the explantation procedure. In summary, no indication of a material or manufacturing problem was noted during analysis.